Manufacturer narrative:
Due to character limit in e1: full event site name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection by getinge fse that a cardiosave intra-aortic balloon pump (iabp) had drive manifold test failure. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during inspection performed by a getinge field service engineer (fse) the device failed drive manifold leak test and calibration issue with the vacuum transducer. There was no patient involvement. The fse replaced pressure transducer w/ 4"cbl (0682-00-0091-01) and drive manifold assembly (0104-00-0031). Once the parts were replaced all tests passed successfully; overall inspection result was good.